Manufacturer narrative:
Philips service secured the serial cable and added zip ties for protection. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that fluoro failed; possible foot pedal or generator issue on a azurion 7 b20. The clinical use of the system was unknown. There was no reported patient or user harm.